Event description:
Customer reported that the battery cap makes a grinding noise during the insertion process. Customer reported possible insulin pump damage to the battery compartment. Customer's blood glucose reading was 202 mg/dl. Nothing further reported.

Manufacturer narrative:
No damage to battery tube threads or battery cap was noted. The battery cap fitted properly and no grinding noise anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).